Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows a manual time and date change from 6:50pm on (B)(6) 2012 to 6:50pm on (B)(6) 2012. A timekeeping accuracy test was performed and the pump was keeping time accurately.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the pump time and date was changing on its own randomly. The reporter stated that the patient would notice that the pump time and date needed to be changed randomly; the reporter confirmed that the issue was occurring on its own without warning. This report is made based on the allegation of the pump time and date issue.